Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Note: see MDR 1213643-02008-00298 for info related to a second mesh associated with this pt.

Event description:
Attorney's report of patient's alleged severe pain in groin/testicular region, swelling and tenderness at the site of the implants and plug explant.